Event description:
The patient experienced bleeding after catheterization.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. The batch documentation has been reviewed and reveals no deviations. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.